Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of handle break and thumb ring break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) lithotripsy procedure performed on (B)(6) 2023. During the procedure, it was observed that the basket opened successfully upon insertion into the common bile duct. However, an issue arose as the basket would not close once it had been opened. Despite multiple attempts to open and close the basket using the handle, it remained open. Additionally, it was discovered that both the thumb ring and handle cannula were broken. The procedure was completed using an extraction balloon to clear the stones. There were no patient complications reported as a result of this event.